Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown what happen to the device or when it malfunctioned. Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned for manufacturer review/investigation, but has yet to be received. The 510k#: unknown. Device history records was conducted. The report indicates that the, manufacturing location: (B)(4), manufacturing date: 06.jun.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a pfna impactor is normally in one piece - but now it's in 2 pieces, one blue handle and one metal part where you connect the pfna blade. No one in the sterile department can explain what have happened. No patient was involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification - report from synthes (B)(4) reports an event in denmark as follows: it was reported that a proximal femoral nail antirotation (pfna) impactor broke into two pieces. The break reportedly occurred where the handle meets the metal connector to the pfna blade. It is unknown how the breakage occurred. There was no patient involvement.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. A product investigation was completed: the investigation has shown that the welding joint between the handle and the inner shaft is broken. The nature of the visible hammering marks and striations on the striking head, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends inserting the pfna blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications in june 2014 and there were no issues that would contribute to this complaint condition. No product fault could be detected. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. There was reportedly no patient involved; PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.